Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: thread damage event description: it was reported that during an initial hip surgery the setting instrument could not be re-attached to the allofit cup for re-impaction, as the thread of the allofit cup was attached to the setting instrument. An avantage cemented cup was implanted instead of the allofit cup. Review of received data: no medical data such as surgical notes or intraoperative images were received. Device analysis: visual examination: the allofit cup was returned for investigation without the pole plug. Some teeth, especially, around the vertical nuts, are abraded. On the outer rim area a long scratch with a shorn off scale of metal, which broke off during investigation, can be found. The top view shows a slightly oval and inclined thread. Nothing conspicuous to report about the inner rim area. The inner cup surface shows countless scratches, especially in the area of the pole plug. Both spikes are highly deformed and abraded, one is almost non-existent. The thread is highly abraded, the single thread turns are non-existing. Based on this visual examination the reported event can be confirmed. Measurements: due to the massive deformations accurate measurement of the device is no longer possible. Functional test: due to the massive deformations of the thread the function is no longer given. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only the allofit cup was reported. Inspection plan: characteristic no. 39 feature dimension (1.08 +0.1/-0.1) with scope of testing: aql 2.5. Means of inspection: gauge 063.305.610-v50 characteristic no. 40 feature screw thread (m8x1) with scope of testing: aql 1.0 and 100% visual examination of thread. Means of inspection: thread gauge pm070801006h characteristic no. 77 feature thread countersink with scope of testing: first lot. Means of inspection: visual DHR review: the DHR review was performed. The device inspection showed that the thread was inspected with the thread gauge pm070801006h (tool-ID: 504485) on 13 out of 50 pieces. All 13 pieces were found to be according to specification. It was visually inspected on 49 out of 49 pieces if the thread is existing. The thread countersink was inspected with pole plug gauge pm063305610-v50 on 7 out of 50 pieces. All 7 pieces were found to be according to specification. The depth of the spikes was inspected with the depth caliper pm223150 (tool-ID: 506354) on 13 out of 50 pieces. All 13 pieces were according to specification. The spikes were inspected on 49 out of 49 pieces. Root cause analysis: root cause determination using sap rmw : a systematic issue with design would have been detected as part of the issue evaluation assessment. According to material compatibility specification sap the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Intraoperative complications due to incorrect associated instruments used => possible, as due to the missing surgical report and the missing instrument identification this cause cannot be excluded. Intraoperative complications due to inadequate handling during transport storage not possible, as the device does not show any transport damage. Intraoperative complications due to incorrect assembly direction possible, as due to the missing surgical report this cause cannot be excluded. Intraoperative complications due to incorrect assembled components and or incorrect aligned assembly forces possible, as due to the missing surgical report and the missing instrument identification this cause cannot be excluded. Intraoperative complications due to incorrect assembled components and/or incorrect aligned removal forces possible, as due to the missing surgical report and the missing instrument identification this cause cannot be excluded. Intraoperative complications due to excessive insertion force, leading to wrong aligned pole plug possible, as due to the missing surgical report this cause cannot be excluded. Intraoperative complications due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned pole plug possible, as due to the missing surgical report this cause cannot be excluded. Intraoperative complications due to excessive or lack of insertion force leading to wrong aligned pole plug possible, as due to the missing surgical report this cause cannot be excluded. Device damage (screw bore, screw head) due to excessive insertion force possible, as due to the missing surgical report this cause cannot be excluded. Device damage (screw bore, bore plug) due to excessive insertion force possible, as due to the missing surgical report this cause cannot be excluded. Conclusion: it was reported that during an initial hip surgery the setting instrument could not be re-attached to the allofit cup for re-impaction, as the thread of the allofit cup was attached to the setting instrument. Based on the visual examination the reported event can be confirmed. The thread of the allofit cup is deformed to such an extent that the individual thread turns are no longer existing. In addition, also the two spikes are highly abraded and deformed. The thread and spike damages were most likely introduced by too high forces or forces applied at an angle. The outer surface damages were most likely introduced during removal of the allofit cup. The review of the production and quality documentation did not reveal any abnormalities or deviations in the manufacturing of your device that may have affected the surgical outcome or contributed to the reported event. Based on the given information and the results of the investigation, we assume the application of too high forces or forces applied at an angle as a potential cause, however, a unique root cause could not be identified for the reported issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report .

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on january 25, 2019 to the appropriate representatives. Was this medical intervention for correction of an infection? If yes, explain. Could you please let us know the reference numbers for the setting instrument used during the surgery. Surgical reports. Patient name, dob, weight, height, bmi and all relevant history. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery, the setting tool could not be screwed into the allofit alloclassic cup. Another cup has been used to complete the surgery. It was also reported that a surgery delay of 35 minutes occured.